Event description:
The patient reported that they were experiencing shortness of breath and concern regarding their implantable pulse generator (ipg) function. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.